Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient that their surgeon told them that they had to replace a considerable amount of manufacturer¿s leads, as they did not stand up well. No further information was provided.